Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and air bubbles failed to be detected by the bubble sensor. During procedure, two small steam pops occurred. The procedure was completed without patient consequence. Based on this device malfunction, this could potentially lead to a potential risk for the patient. Therefore, this event became reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and air bubbles failed to be detected by the bubble sensor. During procedure, two small steam pops occurred. The procedure was completed without patient consequence. Follow up was performed and customer states that the equipment is working fine. Issue was not duplicated. It was informed that air bubbles were related to the vacuum and not to an issue in the bubble sensor of the pump. Device is working properly and no malfunction of the device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.